Event description:
This spontaneous case was reported by a reporter (consumer's daughter) from the united states of america via other source and concerns a male consumer (father). The reporter (consumer's daughter) reported consumer started using wf-20 cordless pulse twice a day. The reporter called on behalf of her father and reported, "purchased july 21st. Calling for refund as her dad was very alarmed and she thinks a refund should be given. He uses it 2x per day. No additives. He was using a 5-volt adapter. Keeps the device plugged in all the time. They were walking down the hall and smelled smoke, looked in the bathroom and saw smoke and quickly unplugged charger from the wall, charging cord along with charging port charred black." No additional information was available. Medical history and concomitant medications-unknown.

Manufacturer narrative:
Not available.